Event description:
It was reported that during an unknown procedure when the surgeon fired the single-use stapler during patient¿s open bowel surgery, the stapler would not release from the tissue. The surgeon was required to extend the incision into the mesentery to remove the defective stapler; this resulted in a laceration of the patient¿s sigmoid colon. Surgeon repaired the defect with sutures. The surgery was completed without further issue.

Manufacturer narrative:
(B)(4). Date sent 10/1/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.